Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff would not hold air. It was also reported that the 15mm adapter was loosed and would not stay connected to the tube. There was no reported patient outcome.